Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was stroke and intractable spasticity. The patient¿s representative reported that since the patient had their pump replaced, the pump was ¿protruding a lot more¿ than the previous one. The reporter stated the patient can feel it, and when they are looking at it, it is visible under the skin when they have a shirt on or try to put on a belt. The patient stated they never felt it like that with the previous pump. The patient stated they could feel the outline of the pump when they pushed their hand against it. The agent asked if the patient felt more than one "jagged edge" and the patient stated no but that the edges "have angles, not as sharp as right angles but still angled¿. Additional information was received from the patient representative (rep) reporting that the pump was removed about a week ago by the healthcare provider (hcp). Patient was considering implanting another pump but currently no longer had the pump. Patient representative's reason for contact was to confirm the size options for the pump and to request literature that had an image of the pump itself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.